Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4: batch #a97k0c. Additional information was requested, and the following was obtained: no abnormalities were observed in external appearance. The assisting doctor who performed the firing felt a difference in sensation. There was no bleeding and tissue damage. No change in the surgical procedure was required during additional suturing / re-suturing. The patient is stable. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described of power intermittent could not be confirmed as no power interruption were noted during functional testing. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech60c, with lot number a98c5c, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a97k0c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a llaparoscopic bullectomy, it was observed that the knife did not move forward smoothly. When the battery was re-loaded at the second firing, the knife moved forward with the usual sensation. There were no adverse consequences to the patient. No additional information was provided.